Event description:
It was reported that while using the bd vacutainer® push button blood collection set that there was missing component of product. No patient impact.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1024879-2023-00882 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Manufacturer narrative:
D.1 medical device type: fpa. There were multiple 510k : g.5 PMA / 510(k)#: k220212. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set that there was missing component of product. No patient impact.